Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was 15 mmol/l. The customer states having problems with the batteries not lasting replace battery now alarm. The customer did not receive a low battery alert prior to the replace battery now alarm. Advised the pump requires brand new or fully charge batteries to work effectively. Advised the pump will need to be replaced. Advised they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.